Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Product evaluation pending. Issue is being reported as alert coudl not be cleared by operator.